Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the basket of the ngage nitinol stone extractor did not open correctly when the nurse checked it prior to a flexible ureteroscopy to retrieve a stone fragment in the kidney. There was no patient involvement and therefore no adverse event reported. The customer reported that they would not be returning the device.

Manufacturer narrative:
Investigation ¿ evaluation. The product was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A documentation review of complaint history, the device history record, and device specifications was conducted. A review of the device history record found there were five non-conformance issues associated with the complaint device lot number. The issues identified were: component, missing- qty 2, does not function- qty 2, surface, defect- qty 1, foreign matter- qty 1, and tip/taper inadequate incomplete- qty 1. All of the non-conforming items were scrapped or reworked. A search of complaint history records revealed one additional complaint associated with the complaint device lot number 7142082. The complaint was for a similar issue ¿the basket did not open¿. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. All devices are 100% inspected for functionality and integrity before packaging. The instructions for use (IFU) contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. Based on the provided information and the investigation evaluation a root cause for the reported issue could not be determined. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.